Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: (B)(4).

Event description:
On (B)(6), 2011, this patient underwent treatment of a thoracoabdominal aneurysm with two gore tag thoracic endoprostheses. It was reported that an embolectomy of the aorta to the superior mesenteric artery (sma) hybrid graft was also performed to remove clot that became dislodged during the endovascular aneurysm repair portion of the procedure. Angiography showed patent vessels distal to the open bypass after embolization and no evidence of endoleak. The patient tolerated the procedure. In 32 hours post-operatively, the patient presented with bowel ischemia and was taken to the operating room for bowel resection. During a reoperation the following day, the bowel was re-anastomosed; however, the patient sustained a myocardial infarction and expired within a few hours. It was reported that the cause of death was myocardial infarction as a result of ischemic bowel as a result of arterial embolus. An autopsy was not performed.